Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unreliable keypad and alarmed button error during a bolus attempt. She also reported having difficulty with clearing the alarm. She stated that the insulin pump was cycling through on its own. A battery replacement did not resolve the button error alarm. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues and alarm, stating that the device had been in her pocket. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.